Event description:
It was reported that the device will not remain turned on after the on/off power button was pressed. There was no report of patient use associated with event.

Manufacturer narrative:
(B) (4). Physio-control provided the customer technical assistance and advised the reporter that replacement of the power conversion pcb assembly would most likely be the next course of action to repair device. Physio then provided the power conversion pcb assembly part number and pricing information to the customer. Follow up with the reporter found that the customer is a third party medical equipment repair and sales company. Customer purchased the defibrillator from the previous owner in the reported state and it has been inventoried as such for awhile. Reporter informed that the defibrillator will only be repaired if a buyer can be secured and agrees to pay for the necessary repairs. The customer does not have a buyer who has been committed to purchase this device at this time. The root cause of the reported failure could not be determined.